Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that that the impactor was received with a missing ball detent, pin, plug, spring, and cap from the locking collar. It was further determined that the locking collar unlocks during operation due to the missing components. It was noted that the impactor device was functioning, the lock collar cross pins were intact, the battery latch handle locked into place and accepted the battery, and the adapter fit/lock test could not be conducted due to missing detent assembly. It was further determined that the lock collar detent hole was out of specifications and was a one-off supplier defect. The device also failed pretests for visual assessment and locking collar assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a manufacturing deficiency and will be addressed via the supplier corrective action request (scar) system. A device history review was performed, and no non-conformances were detected related to the reported condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small metal pieced and spring of the surgical impactor device came out. It was unknown if there were delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.